Event description:
52 y/o female presented for rt. Breast explant with implant replacement, rt capsulotomy. Implant explanted as leaking. MFR requested it be returned & technical service dept indicated to autoclave it for 30 minutes at 270 degrees. When removed item, it had ruptured fully.